Event description:
It was reported that there was oil and metal shavings from the device, and the shavings were shaved off the pt. No torque was applied, and it happened immediately. Another device was used to complete the procedure. There was no harm to the pt. Add'l info regarding the pt and the procedure was requested, but no add'l info was provided.

Manufacturer narrative:
Final device investigation found that the device was returned to the MFR in good visual condition. There were some scouring marks on the distal tip of the inner surface of the outer sheath, but no rifling marks on the inner shaver. Upon eval, the inner blade and outer sheath were rotated by hand on their own axis and no friction or metal to metal contact was found. The device history record was reviewed and no discrepancies were noted. The instructions for use state "excessive 'side-loading' on the blade during use does not improve cutting performance, and in extreme cases, may result in wear and degradation of the inner blade."